Manufacturer narrative:
System manufacturing records were reviewed, and no issues were identified. Bronchoscope manufacturing record review could not be completed, as the scope was discarded and logs were unavailable. The scope was not returned and logs were unavailable, preventing failure analysis or video review. The reported camera frame-rate alert reflected expected software behavior and did not contribute to the event. The physician did not attribute the pneumothorax to the galaxy system, citing the lesion's location near the fissure/pleura and the patient's history of smoking and prior necrotizing granuloma, indicating increased procedural risk. The event is consistent with known inherent risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax was identified on post-procedure chest x-ray following a galaxy-assisted biopsy. A chest tube was inserted, and the patient was admitted overnight. The physician did not attribute the injury to the galaxy system, determining it was related to the lesion's location near the fissure/pleura. A camera frame-rate error was reported.

Event description:
The pneumothorax was identified post-procedure on chest x-ray. The lesion was noted to be in close proximity to the fissure/pleura. A chest tube was inserted and the patient admitted overnight. A camera frame rate error was reported.